Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the implantable cardioverter defibrillator failed to deliver therapy for a ventricular tachycardia event. Programming changes were completed to fix the issue. The patient was stable thought the event.